Manufacturer narrative:
The patient's weight was gathered via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2019-10852; reference MFR. Report#: 1627487-2019-10853; reference MFR. Report#: 1627487-2019-10854.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain further/complete patient and event information.

Event description:
Device 1 of 4; reference MFR. Report#: 1627487-2019-10852, reference MFR. Report#: 1627487-2019-10853, reference MFR. Report#: 1627487-2019-10854. It was reported the patient's leads and extensions were explanted and replaced due to inadequate therapy.